Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. An analysis of product records was review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that when venting the tubing, the infusion stopped at the cassette, as if it were clogged or the interior light was reduced. There was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.